Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 6/5/2025.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient woke up at 2:30 am laying on the floor in the bathroom. The patient stood up slowly, his head was bleeding, his face had bruising. He did not check the receiver prior to the even because he was sleeping. As per the son, he got an alert for 70mg/dl going down, but he did not hear not notice the alert, but still got up and went to the bathroom. No bg meter confirmed. The patient just ate cookies. At the time of the report, the patient was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.